Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified saline breast prosthesis and experienced capsular contracture (baker grade 4) on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. It was determined that the initial serial number provided does not correspond to a finished device. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On july 31, 2023, mentor received additional information regarding the device explantation date. The device explantation date has been updated to (B)(6) 2023. The lot number that was originally reported to mentor was also updated in lot number field. If more information becomes available, mentor will submit a supplemental report accordingly. Manufacturer¿s reference number: (B)(4).